Event description:
False positive result (s). Experiencing false-positive results with flowflex since june 2022. Had roughly 4-5 flowflex kits with faintly positive results. In june, the user took 2 flowflex kits within a 12 hr period and both produced false-positive results that were confirmed with a negative result by pcr the next morning. They have taken 2-3 more flowflex tests since and every time they receive a false-positive result that is later confirmed by receiving negative results with other rapid tests and pcr.

Manufacturer narrative:
Final product manufacture and qc record for cov1120158. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov1120158 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.